Manufacturer narrative:
The device has been returned for analysis and a supplemental report will be filed at the time of completion.

Event description:
It was reported that this implantable pacemaker was found in safety mode at the time of device replacement. The device was about to be exchanged prophylactically as it was part of the ingenio high battery impedance advisory, and last follow up showed normal device function and 1 year of estimated longevity remaining. When the estimated longevity remaining was 3 months, the device switched to safety mode parameters. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker displayed safety mode at the time of device replacement. The patient underwent surgical intervention in which the device was explanted due to premature battery depletion. A new device was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Correction/update to b5 description: it was reported that this cardiac resynchronization therapy pacemaker displayed safety mode at the time of device replacement. The patient underwent surgical intervention in which the device was explanted due to premature battery depletion. A new device was successfully implanted and remains in service. No additional adverse patient effects were reported. The device has been returned for analysis and a supplemental report will be filed at the time of completion.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker displayed safety mode at the time of device replacement. The patient underwent surgical intervention in which the device was explanted due to premature battery depletion. A new device was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction/update to b5 description: it was reported that this cardiac resynchronization therapy pacemaker displayed safety mode at the time of device replacement. The patient underwent surgical intervention in which the device was explanted due to premature battery depletion. A new device was successfully implanted and remains in service. No additional adverse patient effects were reported. The device has been returned for analysis and a supplemental report will be filed at the time of completion.